Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2009 to treat pelvic organ prolapse and urinary incontinence and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that post insertion patient experienced pain, erosion, extrusion, infection, recurrence, vaginal scarring and urinary, bowel and neuromuscular problems. It was reported patient underwent revision on (B)(6) 2009 and on (B)(6) 2010. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced mixed incontinence, urinary tract infection, urgency and frequency. (B)(4).

Event description:
It was reported that following insertion the patient experienced mixed incontinence, urinary tract infection, urgency and frequency.

Manufacturer narrative:
It was reported that patient underwent mesh revision on (B)(6) 2010 by dr. (B)(6) due to infection, painful mesh and eroded mesh at (B)(6).

Manufacturer narrative:
Date sent to the FDA: 11/23/2016.